Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a4: the patients weight is not provided as it is not taken at the time of the appointment. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the device that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced irritated gums, lips, cheek and tip of the tongue. The device was worn off and on (specific time unknown). With regards to the device the provider advised the use of efferdent. A return label has been sent.